Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a descemet's separation in a patient's left eye during laser assisted cataract surgery. The separation was located at the primary incision site. Additional information has been requested.

Manufacturer narrative:
A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on quality assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).